Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 1ml of juvéderm® volift¿ and 1ml of juvéderm® ultra 3 via subdermis. Patient experienced "inflammatory late nodules in marionette area" roughly four months after injections. Treatment was noted as deflazacort, ciprofloxacine, varidasa and omeprazol. Event is currently ongoing.

Event description:
Healthcare professional reported a patient was injected with 1ml of juvéderm® volift¿ and 1ml of juvéderm® ultra 3 via subdermis. Patient experienced "inflammatory late nodules in marionette area" roughly four months after injections. Treatment was noted as deflazacort, ciprofloxacine, varidasa and omeprazol. Event is currently ongoing.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.